Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set did not flow. Paclitaxel 26.26ml mixed in a bag of 250ml sodium chloride 0.9% was hung at a rate of 184ml/hr with an expected duration of 90 minutes. The position of the clamp on the tubing set had to be changed so that the infused section was in the pump. The tubing was a bit crushed and was smoothed when installed in the pump. The infusion was started and drops were visible. After one hour, only one drop from time to time would flow and the bag had not infused although the pump showed infusing at 184ml/hr. The pump was opened and the tubing was still crushed where the blue clamp was located. The kink was removed and the tubing placed back in the pump. The drops flowed much faster and infused at the correct rate. The infusion ran for two hours fifty-seven minutes instead of 90 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.